Manufacturer narrative:
Note: this is the same patient as manufacturer's report number 9681442-2008-00168. The device history records were not reviewed, as the lot number is unknown. The application represents off-label use. The lifestent flexstar xl self-expanding biliary stent system is intended for use in the palliation of malignant strictures (neoplasm) in the biliary tree. The investigation is currently underway.

Event description:
It was reported that two biliary stents implanted in the mid and distal sfa, both fractured. The physician had implanted two stents 2 1/2 months ago for a right sfa occlusion. A month ago, the patient returned for a stent of the left sfa. On the films taken at that time it was noticed that the right stent had allegedly fractured. At the time the patient was asymptomatic. This week, the patient was admitted through the ER with a cold foot. An angiogram was performed and the stent is allegedly further fractured and acutely thrombosed. Patient injury is unknown.